Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 experienced a closing issue in which cubie d4 failed to close. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer double clicked and could not be opened. A field service engineer (fse) found that the drawer 3.1 pocket d4 was jammed with medications. Further the pharmacy staff removed the narcotics to be re-counted. Then the drawer was recovered and medications were organized in the cubie pocket. The issues were then resolved. The system functioned as intended after the field service engineer repaired the device.